Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the time and date were incorrect on the pump, cause was not known. The customer corrected the time and date to address the issue. The customer¿s blood glucose was 221(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.